Event description:
During b3 nail surgery, the surgeon assembled the nail to targeting device and inserted the nail to the pt's bone. Afterwards, the lag screw hole was done. When the surgeon tried to insert u-lag screw, u-lag screw and driver shaft were not able to be inserted in lag screw sleeve. Therefore the surgeon inserted u-lag screw and u-blade by freehand technique.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.